Manufacturer narrative:
Correction made to g3: date received by MFR: 10/21/2025 (previously submitted as 10/22/2025). Additional information was added to h3, h6 and h11: h11: the device was received for evaluation with twist clamp in closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of one unit (1) of a minicap transfer set would not close; described as "clamps remain open". This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.